Manufacturer narrative:
Additional information: g3, h4.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak and thrombus remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a left sided typical left atrial flutter procedure, a thrombus occurred requiring embolization. While using a medium curl 61 cm agilis sheath in the left atrium, the transseptal site was lost. The ice catheter was used to regain access. While positioning the ice catheter, a large tubular thrombus, referred to as a venous cast, was noted. It was assumed due to the size that the thrombus that it formed due to the agilis sheath in the left atrium. A non-abbott (torflex sheath) was used for transseptal but there was no thrombus was spotted during this process. Once access was gained in the left atrium, the ice catheter remained focused on the left atrium until transseptal was lost and the thrombus was observed. The patient was also noted to be coughing. The thrombus embolized from the right atrium into the lungs and there it was removed by the physician. The patient is stable.